Event description:
The customer reported a loss of x-ray functionality in a pt care case. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The primary transformer was evaluated and re-tapped. The system was tested and found to be working as intended and returned to service.